Event description:
The accounts biomed stated there is no audible alarm for the bed exit. He has replaced the bed exit circuit board but the issue remains.

Manufacturer narrative:
Repairs have not been completed.